Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -7.5/+1.5/118 (sphere/cylinder/axis), within the same surgery due to the lens tearing during loading. There was no patient injury. Another same model/length lens was implanted on (B)(6) 2019 and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens vial. Visual inspection found the optic and haptic torn. Common device name should be corrected to phakic toric intraocular lens. (B)(4).